Event description:
The facility returned the intraocular lens (iol) with a note stating the iol was sticky and tore in the patient's eye. It was reported the iol tore the capsule and the patient had a vitrectomy. Additional information has been requested.